Event description:
It was reported that a pump module on the critical care unit alarmed and displayed ¿l." There was no report of patient harm. Biomed indicated that there were no associated errors in logs, and their investigation determined that the device was not infusing for two hours. Although the pumps were sequestered, the tubing was not saved. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the pump module alarming and displaying an ¿l¿ not confirmed. Physical inspection of the device noted fluid ingress and corrosion in the rear case. Traces of corrosion, contamination, and fibrous material observed on the pins of the right iui. Black scratch marks observed on all of the pins of the right iui. There were no other anomalies observed. Review of the error and event logs of the pcu and pump module found no relevant errors with the respect to the issue. Analysis of the pcu found no instance of a low dose being entered outside of soft limits that would result in the message display showing ¿lll¿ on the date of the reported incident. Review of the pcu event logs shows that a channel disconnect occurred. The unit was then removed. Soft key was selected to confirm the alarm. A channel disconnect occurred again. The unit was re-added and assigned unit ID a at 3:03 pm on (B)(6) 2019. Testing was unable to duplicate a channel disconnect alarm. The probable cause of the customer¿s report of the pump module alarming was suspected to be a communication issue due to the corroded and contaminated iui connectors.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, no patient details: dob, age; gender; weight; or diagnosis were available.

Event description:
It was reported that a pump module on the critical care unit alarmed and displayed ¿l." There was no report of patient harm. Biomed indicated that there were no associated errors in logs, and their investigation determined that the device was not infusing for two hours. Although the pumps were sequestered, the tubing was not saved.